Event description:
It was reported to philips that the functional control fails on therapy delivery test. There was no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. Upon conclusion of the evaluation the bench confirmed that the therapy capacitor needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device was scheduled to be returned to the customer site. No further evaluation is required at this time.